Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received regarding the event. The additional surgery was performed on (B)(6) 2024 as a result of the event and the surgeon shortened the screw in additional surgery and it was left implanted. There were no further complications reported regarding the event.

Manufacturer narrative:
G2: the country of the event is south africa. B2. Outcome attributed to adverse event: revision procedure scheduled. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having cervical fusion. It was reported that the physician was decided to use longitude mis screws instead of vertex which is off label and the set screw was too long for patient after implanting and the patient is scheduled for a revision procedure on a week of (B)(6) 2024 to remove the screw and replace with a shorter screw. There was no patient symptom reported. There were no further complications reported regarding the event.